Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that his one touch ultra meter was displaying three dashes (---) upon insertion of a test strip. He contacted his med professional for advice and received no treatment. The pt reported removing the battery and had not reset the meter. As a result of the power interruption, the meter lost the date, time, and calibration code. The customer service rep walked the pt through resetting the meter settings. Following troubleshooting, the meter prompted the three dashes. The pt neither alleged harm nor experienced injury or med intervention. Based on the info provided, there is an indication that the product malfunctioned and that the event meets the criteria for a med device reportable. The meter was replaced.